Event description:
During the procedure, the two ascent harmonic shear malfunctioned intraoperatively; one harmonic shear did not screw into cord and the replacement harmonic shear simply stopped working during use. Both ascent harmonic shear and the same lot # 1674433.